Manufacturer narrative:
The actual date of implant may have been (B)(6) 2015. It is unknown which of the reported screws where implanted on which of the reported dates. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process and will be addressed and reported under (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional information was received on (B)(6) 2015: it was reported that the patient had a follow-up visit after having a distractor implanted on (B)(6) 2015 and the subsequent implantation of 6 additional screws on (B)(6) 2015. The details of this first revision surgery are addressed and were reported under the related complaint, (B)(4). During the follow-up visit the surgeon noticed the development of a staphylococcal infection. The surgeon also noticed difficulty with the left side distractor turning and moving. The patient underwent antibiotic treatment and the surgeon planned to remove the distractor after the infection was resolved. The right side distraction was completed and has reached treatment objectives. The surgeon scheduled the hardware explant/revision surgery on (B)(6) 2015 and the hardware was removed. This complaint addresses the occurrence of infection. Conditions discovered during the explant surgery, details of the revision surgery and the subsequent patient treatment are addressed under related complaint (B)(4). The receipt and evaluation of the complained devices will also be addressed under the related complaint (B)(4). This report is 5 of 21 for (B)(4).

Event description:
It was reported that the patient had a follow-up visit after having a distractor implanted on (B)(6) 2015 and the implantation of five to six additional screws on (B)(6) 2015. During the follow-up visit the surgeon noticed the development of a staphylococcal infection. The surgeon also noticed difficulty in the left side distractor turning and moving leading to possible mal-union, pre-consolidation and lack of distraction. The surgeon is planning to remove the distractor after the infection resolves. The patient is currently taking antibiotics to resolve the infection. The right side distraction is completed and has reached surgeon¿s objectives. The surgeon has scheduled removal on (B)(6) 2015. This report is 3 of 7 for (B)(4).

Manufacturer narrative:
(B)(6). Date of postoperative infection is unknown. An explant procedure was scheduled for (B)(6) 2015. It is unknown if the procedure was completed. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.